Event description:
Boston scientific received information that at the implant of this right ventricular (rv) lead the shock lead impedance was 65 ohms. However, since, in the past couple months, these impedances have increased from 90 to the low 100 ohms range. The pacing impedances were reported to be normal. Technical services (ts) discussed lead behavior and expectations and troubleshooting. The shock impedance measurements continued to rise until there was one high out of range measurement. Ts advised a 1.1 joule shock and a 41 joule shock which was successfully performed to assess the lead. The physician elected to continue to monitor the rv lead and device. No adverse patient effects were reported..

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently, the device was explanted due to normal battery depletion and returned for laboratory analysis. No reported adverse effects and no associated right ventricular lead changes.

Manufacturer narrative:
Ongoing high shock impedances had occurred. Resolution has been requested from the field representative who later reported that the physician was aware and no further actions have been taken at this time.